Manufacturer narrative:
The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. At the diopter inspection the lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The production order documentation was evaluated and did not show any irregularity through the process. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2014. The patient reported that they could not see very well out of the left eye. The examination noted a whitish gray deposit on the posterior surface of the lens centrally 5-6mm across the vision. It was reported that no cells were seen and was not infectious. It was stated that the intraocular lens exchange was performed on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
The returned intraocular lens sample was returned to the manufacturer for evaluation. It was inspected at (B)(4) microscope magnification. The lens was received cut in halves with loose particles observed in the optic zone. The lens condition is consistent with a lens that has been explanted from the patient¿s eye. Based on the investigation, no manufacturing cosmetic condition was confirmed. Due the condition of the lens, no further analysis was performed. All pertinent information available to abbott medical optics has been submitted.